Event description:
On (B)(6) 2025 an elective atrial flutter ablation was being performed and after exchanging out the octaray for the ablation catheter, we noted a serpiginous echodensity concerning for thrombus on the catheter itself. Concern for catheter associated thrombus led to premature termination at end of case. We removed the catheter and then slowly withdrew the sheath into the ra while aspirating from the side port. It was then noted a highly mobile density in the ra resembled a chari network, however upon removing the sheath from central circulation a thin, floss like polymer was extruding from the end of the sheath itself. It appeared the internal steering mechanism partially unravel. No harm to the patient. Photos taken unable to upload to sight secondary being pdf.